Manufacturer narrative:
(B)(4). The complaint for use error - reuse of single use product is confirmed due to the use error described by the home patient, who reused disposables from a previous day's therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted global technical service (gts) reporting an unknown alarm in a previous therapy and the home patient (hp) had an unknown alarm and disconnected when the caregiver (cg) stated they missed therapy and reused supplies. The technical service representative (tsr) reviewed the alarm log: check lines and bags alarm. The solution bags were empty. The caregiver (cg) stated the hp had primed on monday night and missed therapy. The hp had re-primed with the sample supplies. The tsr explained the fluid used to prime. The cg stated the hp does a drain/fill in the morning. The tsr suggested to call if the alarm reoccurs. There was patient involvement. There was no serious injury or medical intervention reported.